Event description:
The customer reported a fluid leak of unspecified volume from a coulter lh 780 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer could not identify the source of the leak and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) indicated that he inspected system on 03/10/2015 and found that tubing from wire marker wm8 got disconnected from the fitting on the blood sampling valve (bsv). The fse reattached the tubing to the fitting on the bsv to resolve the leak, and checked to make sure tubing was secure. The fse then performed system verifications. (B)(4).